Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Complaint not confirmed based on the information received. Root cause unknown. If the device becomes available at a later date this report will be updated with the investigation results.

Event description:
Customer complaint alleges "bottle was not bubbling at a flow rate of 1 liter per minutes or less." Alleged malfunction reported as detected during use. It was reported ther was no patient injury or consequence. Patient condition reported as "fine".